Event description:
As reported by the user facility: would not allow IV fluids or medication to infuse without alarming "air in line". IV fluid primed through pump. Would not run ns without alarming air in line. User attempted to run bevacizumab as a secondary line. Continued to alarm air in line. User attempted to advance air in line utilizing pump, as well as gravity. No visible bubbles noted. When tubing removed from pump - flexible area noted to be compressed and writer unable to expand. Tubing reinserted multiple times in pump. Ultimately tubing ended up being changed to a different tubing and it resolved. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms. Action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication / fluid bevacizumab and ns. IV rate 700ml hr.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.